Event description:
Orig. Surg. 2006. Female. Allegedly, the surgeon plans to follow pt's progress without removing the hardware. However, the pt is posted for revision of the fusion seven months later, if not healed. Please note the dates as of four months earlier, no hardware was broken and return visit three months later, it appears to be broken.

Manufacturer narrative:
Investigation is not completed. Event device code is addressed in package insert. Trends will be evaluated. Add'l info has been requested from the surgeon. This report will be amended when the investigation is completed.